Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the asymptomatic patient presented for a routine device check, where atrial lead noise was discovered. The noise was able to be reproduced with left arm movements. No intervention was performed. The patient will continue to be monitored.